Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that there was a leakage at the bending section of the subject device. Olympus china found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection of the subject device for the repair.there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to (B)(4) for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), (B)(4) surmised that this phenomenon was attributed to the following. Physical stress such as rubbing the insertion section. Chemical stress due to the difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. Poor condition of the storage cabinet such as environment exposed to the direct sunlight, high temperature, high humidity, or x-rays and/or ultraviolet-rays. Aging deterioration. Others. If additional information is received, this report will be supplemented.